Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on. Customer received pump error and replaced battery on the pump but only showed white screen. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. On july 18, 2022 customer stated device having blank display, missing segment/display anomaly, a/e alarm. No blank display, missing segment/ display anomaly noted. However, device was received with a failed battery test alarm. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test or verify e/a alarms due to failed battery test alarm. Successfully downloaded history files and traces using thus. There is found multiple failed battery test alarm in traces/file history on event date july 18, 2022 18:29:42. July 18, 2022 18:37:09 july 18, 2022 18:37:58. July 18, 2022 18:38:21. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were without spec range. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case corner of belt clip rails, label damage. No blank display, missing segment/ display anomaly noted. Device was received with a failed battery test alarm due to moisture damage electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.